Manufacturer narrative:
Visual inspection performed by r&d project manager. The performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Additional info reported in this fu: - device returned on 4 december 2023 -visual inspection.

Manufacturer narrative:
Batch review performed on 27 september 2023: lot 2259675: (B)(4) manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, another similar event has been reported on the same lot during the period of review. Investigation performed in accordance with the visual inspection performed on the same device from a previous similar case: preliminary investigation in accordance with the visual inspection performed on the same device from a previous similar case, where it has been confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. A new modification request has been opened to improve the locking system between the two components of the trial offset. Specific test to simulate the trial extraction were performed with positive outcomes.

Event description:
Medtronic legal received information from the attorney of the family on oct 04, 2023, medtronic received notice of a device/product legal hold notification. The reporter alleges that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number is identified, all related reports will be updated accordingly. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using one of the pumps. The insulin pump will not be returned for analysis.